Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level of 507 mg/dl. A correction injection was administered to address the bg. The customer reverted to an alternate method of insulin therapy.